Manufacturer narrative:
Continuation of d10: product ID b3400060, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type extension product ID b3400060m lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 15-jul-2026, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 17-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) was notified of revision today. Caller stated that impedances were checked in pre-op and contact 3 on the left side was high and all of the right side was high. Caller stated that patient has cervical dystonia, bangs their head a lot and banged their head on a slide at the lead/extension connection site. In the or, the extensions were disconnected and reconnected to the implantable neurostimulator (ins) and the same impedances remained. The extensions were then disconnected from the ins and an extension test cable was used which continued to show high impedances. At that time, the leads were disconnected from the extensions and tested and leads showed all green impedances. Caller stated that healthcare provider (hcp) replaced both of the patient's extensions and this resolved the impedance issues. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Caller has extensions to return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type extension product ID b3400060m. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type extension h3: product ID b3400060. Serial# (B)(6). Product type extension analysis identified that the conductor(s) was/were broken at the proximal end of the lead. Product ID b3400060m serial# (B)(6). Product type extension analysis identified that the conductor(s) was/were broken at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.